Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that the ar-8928bc-cp anchor broke in half during insertion. This occurred during an achilles tendon repair on (B)(6) 2022. The broken fragment was retrieved. The surgeon felt fixation was sufficient and continued with the procedure. The case was completed with no further issues and the patient is fine to date.